Event description:
It was reported, the programmer will not power on. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the programmer would not power on. A defective disk, with an exposed spring, was in the disk drive. When the disk was removed, the programmer powered on. Error messages were also noted in the programmer logs, the stylus was found to be twisted so tight that the wire was broke, and the printer drawer was cracked.